Event description:
1/7/2000: pt presented to emergency room with symptoms of fever, headache, nausea, disorientation, rigors of 4 days duration, and pelvic bleeding. Prior to pelvic bleeding, the pt experienced offensive vaginal odor. Pt was seen by a general practitioner and treated for abdomial pain and thrush on 1/3. Following this treatment the symptoms, which pt attributed to flu, worsened until pt was taken to hosp 1/7. On exam, the pt exhibited tenderness with no guarding and left renal tenderness. On pelvic exam, fragments of tampon were found in the vagina. The pt was admitted with a diagnosis of toxic shock syndrome, pelvic-inflammatory disease, and pyelonephritis. IV antibiotic therapy was initiated with metronidazole 500 mg and ceftriaxone 2 gm IV. While hospitalized, the pt experienced intermittent headache, nausea and vomiting associated with headache, intermittent temperatur elevations up to 40.2c macular of the neck without neck stiffness. While hospitalized, in addition to previously mentioned medications, the pt received dihydrocodeine 30 mg oral, paracetamol 1 mg sc, declotenac 5 mg oral, onadestro 18 mg im. Pt was discharged 1/12/2000 on oral antibiotics.